Event description:
A (B)(6) male pt contacted lifecor customer support to report that his lifevest fell apart. He stated that he was able to put the monitor back together but now it stated to "connect electrode belt". The download revealed that the electrode belt was disconnected even though it was connected. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a broken end cap. The connectors were loose which caused no communication with the belt. The monitor looked to have been dropped by the pt. The monitor was repaired and retested. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.